Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple attempts were made to place the leadless implantable pulse generator (ipg), however, it was met with no capture on each attempt. After multiple attempts, the deflection button on the delivery system became ineffective at articulating the placement of the device. The device and delivery system were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.